Event description:
It was reported that a patient with post customized prk 6/12 with late onset cornea haze grade 4, and vision cf(ph 6/18). It is causing regression -3.00/-2.5. Doctor noticed a scar and she wants to remove the scar. The patient had corneal haze due to a scar. It was a central scar. Doctor also mentioned that the patient had very dry eyes, that could be the cause of the severe haze. It has been ongoing for 2 months. No further information available.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Email address: unknown/not provided, as information was asked but not provided. Address: unknown/not provided. Telephone number: unknown, information not provided. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Email address: unknown/not provided, as information was asked but not provided. Address: unknown/not provided. Telephone number: unknown, information not provided. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with post customized prk 6/12 with late onset cornea haze grade 4, and vision cf(ph 6/18). It is causing regression -3.00/-2.5. Doctor noticed a scar and she wants to remove the scar. The patient had corneal haze due to a scar. It was a central scar. Doctor also mentioned that the patient had very dry eyes, that could be the cause of the severe haze. It has been ongoing for 2 months. No further information available.